Manufacturer narrative:
During a pci, a user encountered tracking difficulty delivering two cypher stents through the stent struts of a previously implanted stent. The stent struts of one cypher stent were noted to be uplifted upon withdrawal. The target lesion was the proximal circumflex. The lesion was described as de-novo, 100% stenosed, moderately calcified and highly tortuous. The ostium of the lcx was jailed by an unknown stent previously implanted in the proximal lad. The lesion was pre-dilated with two balloons before the first 3.0x28mm cypher select + was inserted. However, the cypher stent was caught on the stent strut of the previously implanted stent in the proximal lad and the proximal stent struts were found to be flared. Therefore, the cypher was removed and additional pre-dilation was conducted. The lesion was successfully treated with a 3.0x13mm cypher select +. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select+ 3.00 x 28 was received coiled inside a plastic bag. There was inflation medium residuals inside the inflation lumen. A kink was detected on the sds, which is probably due to the way the unit was returned for analysis. The crossing profile was not measured because the stent struts were uplifted and squeezed on the distal end and the omegas were compressed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaints. The "stent strut uplift" was confirmed; however, it was noted in the distal end of the stent and not in the proximal end as reported by the customer. Neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Difficulty tracking a product to a lesion is a known procedural occurrence. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Vessel characteristics such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, the tracking difficulty experienced and subsequent uplifted stent struts of the stent may be attributed to the operator's attempt to deliver the product through the calcified and tortuous lesion and through the previously implanted stent.

Event description:
During attempted stenting of a proximal circumflex lesion jailed by a previously implanted unknown stent in the proximal lad, the cypher select+ 3.0x 28mm was delivered to the target lesion, but became caught on the stent strut of the stent implanted in the proximal lad and was then found to have its proximal end flared. Another cypher select+ stent was implanted successfully at this target lesion. Ivus was conducted and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The target lesion was described as de-novo, moderately calcified and highly tortuous, with 100% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.